Event description:
It was reported that the patient will have a revision of an artificial urinary sphincter(aus) cuff due to difficulty in voiding the device. The surgeon believes that the cuff implanted is too tight and will implant a more appropriate size. A patient outcome was not reported. Additional information received that the patient had a revision surgery on (B)(6) 2020 to replace the cuff. Additional information received that the patient was in complete retention and was unable to empty her bladder at all without the assistance of the catheter and operating the cuff made no difference as the cuff was too tight. The cuff size has been increased again.